Manufacturer narrative:
Continuation of d10: product ID 3389s-40. Other relevant device(s) are: product ID: 3389s-40. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that there was high impedance and elevated electrode impedances on the right-side deep brain stimulation system following a fall off a cliff of about 10 feet while rock climbing, resulting in head impact. The individual was wearing a helmet and denied any worsening motor symptoms on the left side of the body, and was currently programmed on the unaffected anode on that electrode side. An unscheduled clinic or office visit occurred, and device interrogation confirmed the elevated impedances. No action was taken, and the event resolved without sequelae.

Event description:
Device information received.

Manufacturer narrative:
Continuation of d10: product ID 3389s-40, lot# v094223, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.